Event description:
The customer reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The key switch was repaired by the customer during the service call. The system was found to be working and put back into service.